Event description:
As reported: tubing leaked at the site of the yellow insertion point causing a fountain of medication. No injury occurred as a result of this complaint.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn. Upon receipt of device, investigation will be completed and follow up submitted. No clinical injury to patient or user of the device.